Manufacturer narrative:
(B)(4). Additional information: batch # m91e0d, m91d0l. The analysis results found that the b12lt device was returned in good condition. The obturator was not returned for analysis. The universal seal latch onto the sleeve assembly. In addition a test obturator latch onto the universal seal as well. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 9/23/2015. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, during usage, the housing and cannula separate. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.